Event description:
The patient was undergoing a medical procedure using a neuron 6f 070 delivery catheter. Upon removal from the packaging, the physician experienced resistance. The neuron catheter was found damaged and was not used. The procedure successfully continued using a new neuron catheter.

Manufacturer narrative:
Corrected catalog # from "pnd6f07001058m" to pnd6f0701058m. The neuron delivery catheter 070 (neuron 070) was kinked approximately 14.5 cm from the hub; the neuron 070 distal shaft was fractured approximately 106.0 cm from the hub and the fractured distal tip was not returned. The complaint has been evaluated. The compliant indicated that while removing the neuron 070 from packaging, resistance was felt. Once the neuron 070 was completely removed from the packaging, the neuron 070 was broken. Evaluation of the returned device revealed that the neuron 070 was fractured. This type of damage may be caused during removal of the device from the packaging if the distal tip is pinned against the packaging card and mandrel while the catheter is pulled from the packaging tube. The fractured distal shaft and the packaging mandrel were not returned for evaluation. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.